Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 669 mg/dl and "acute kidney injury (aki)"; cause was not known. Customer administered a bolus via the pump and a manual injection to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and insulin and was discharged the following day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.